Manufacturer narrative:
The insulin pump alarmed button due to corroded keypad traces. No ramping numbers anomaly was noted. The device had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and he was unable to deliver any insulin. Customer stated he just ate a big meal and he was attempting to program a bolus and the number kept scrolling. Customer removed the battery and reinserted and then alarm occurred. Customer's blood glucose was unknown. Customer stated he was working in the rain all day. Customer stated he recall the device scrolling through number and previously he would press another button and it would stop, however this time no matter what button is press anomaly persists. He was able to bolus three hours ago and protects the device under a rain coat when he works. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.